Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure one sprinter legend coronary balloon catheter was unable to be inflated when injected with air. Balloon inflation difficulties were encountered and a leak occurred on the first inflation within the patient. The balloon failed to inflate completely after 9 atm pressure was applied with only partial inflation achieved. A sudden drop in pressure was noted on the inflation device. The device was not moved or repositioned prior to the leak. No evident damage was noted to the protective packaging of the device. No resistance was noted while removing the device from the hoop. The device was inspected post removal from hoop with no issues noted. It was not difficult to remove the protective sheath/packaging stylette. Negative prep/purging was not performed on the device. The device being used to pre-dilate the lesion. No resistance was noted while advancing the device to thelesion. It was confirmed that the device entered the patient's vasculature. The device was replaced and completed with a same model device. No patient complications have been reported as a result of this event.